Manufacturer narrative:
Model number/c atalog number: sc-1160, serial number: (B)(4), batch/ lot number: 366787, model/ catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following an implant procedure the patient could not feel lower extremities due to hematoma. The physician believes it was not due to procedure nor device related. CT scan was performed and does not suspect any device malfunction. The patient underwent an explant procedure and was doing well postoperatively.